Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. The aus was explanted, and the cuff was downsized. There were no additional patient complications reported.